Event description:
It was originally reported that the patient developed an infection. The implant site was oozing and not healing. The healthcare provider confirmed that the patient experienced drainage. The primary location of the infection was at the skin over the incision site. A culture was obtained from the skin over the incision site. The type of organism was methicillin-resistant staphylococcus aureus. Oral antibiotics were administered and the infection resolved.